Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pigtail catheter was placed in the left ventricle (lv). When the non-medtronic guidewire was replaced, a pericardial effusion was noted via echocardiography. A lv perforation occurred. Per the physician, this confida wire likely caused the injury during insertion. Cardiac tamponade was reported as a result of the perforation. It was reported the wire entered the left chamber of the heard from the apex. It was reported that percutaneous drainage was difficult. The procedure was converted to use general anesthesia, a mini-thoracotomy and pericardiocentesis were performed, stabilizing hemodynamics. The patient was transferred to the intensive care unit (ICU) in stable condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the confida guidewire was discarded by the account. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.